Manufacturer narrative:
An event of left bundle branch block(lbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient rhythm changed from sinus rhythm to lbbb after the post-dilatation to reduce mean gradient. At the end of the procedure, the lbbb was still ongoing but the patient was moved in the cardiology department in good conditions and with temporary pacemaker. It was indicated that the patient had the valve implanted at a final depth of 6.1mm, which is deeper than the optimal 3mm and could have contributed to the reported event. Based of the information reviewed, the cause of the reported incident appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1003 - vantage eu3520-686 (B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. There was no there calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient rhythm changed from sinus rhythm to left bundle branch block(lbbb) after the post-dilatation to reduce mean gradient. At the end of the procedure, the lbbb was still ongoing but the patient was moved in the cardiology department in good conditions and with temporary pacemaker. The final implant depth was ncc= 6.1.